Event description:
As reported via medwatch # mw5176421: ruptured balloon on catheter.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
Additional information received: they were doing a flow diversion. The stent would not open so they angioplastied with scepter. After they inflated to open the stent, the scepter would not deflate. He tried multiple syringes and it would not deflate. He had to pull the scepter while inflated and pulled within the guide catheter making it pop to get inside. Able to complete the case. Patient is doing fine.

Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Correction: response to "initial reporter also sent the report to FDA?" In section e has been corrected.